Event description:
It was reported that the system had an overload fault error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. A complete filament regulation was performed. The system was tested and found to be working as intended and returned to service.